Event description:
Nellcor puritan bennett received info that suggested that the device failed to audibly alarm for low pressure while in pt use. The failure investigation was completed and based on the analysis of the alarm logs and the device, the defect reported by the customer could not be duplicated/confirmed.